Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, noise resulting in oversensing and episodes of automatic mode switching was observed on the right atrial (ra) lead. The physician performed provocation testing and the noise was reproducible. The suspected cause of the event was lead insulation damage. No intervention was performed to address the event; the patient was in stable condition and will continue to be monitored.